Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: review of the black box data revealed record of a cs-064-0008 alarm on (B)(6) 2016 at 04:03; deliveries resumed at 08:44. No high force observed at time of alarm. Investigation successfully performed a rewind, load and prime sequence with no call service alarms being duplicated. The pump was exercised for 24 hours; no call service or errors, alarms or warnings were duplicated during this time period. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed for investigation; the motor flex was fully seated and the latch was fully closed. No evidence of internal moisture was observed. The complaint was verified in the history but could not be duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2016 alleging that while on insulin pump therapy, the patient experienced hyperglycemia with blood glucose measuring 500 mg/dl without any associated symptoms suggestive of hyperglycemia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient's hyperglycemic event was due to a call service alarm (cs064) emitted by the insulin pump in the middle of the night; the patient did not respond to the alarm; insulin delivery ceased. Animas customer support determined the patient's hyperglycemic event was the result of a training/misuse issue; not acknowledging a pump alarm. This complaint is being reported because the patient experienced an adverse physical event while on insulin pump therapy as a result of a training/misuse issue.